Manufacturer narrative:
Initial.

Event description:
It was reported that the user sometimes did not announce meals and noted that the infusion site failed during sleep, with small ketones reported. Symptoms included hyperglycemia. Outcomes included information that was not sufficient to further characterize impact. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and the user interface component referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.